Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable high result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. The initial sodium result was 160 mmol/l. The sample was run on another analyzer and a sodium result of 133 mmol/l was obtained. The erroneous result was not released outside of the laboratory. The result from the other analyzer was deemed to be correct. There was no adverse event. The sodium electrode lot information and expiration date were requested but not provided. The field engineering specialist discovered that the ion selective electrode (ise) pinch tubing was incorrectly adjusted. He replaced the pinch tubing, the sipper tubing, and the ise syringe seals. The system reaches standby status with no alarms. The customer performed qc testing with acceptable results.

Manufacturer narrative:
The customer stated that they have not had any further issues following the service visit.

Manufacturer narrative:
Further investigation confirmed the field engineering specialist initial finding as the root cause. This appears to be an isolated case in nature with no indication of systemic failure. A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part there was no abnormal trend was identified.